Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in (B)(6).

Event description:
Per article by tice et al. Article, allegedly the patient was revised due to peroneal nerve palsy.

Manufacturer narrative:
The complaint database has been reviewed and analysis showed no trend for item/lot.